Event description:
Customer created a boost imrt plan from a copy of original imrt plan. Customer made slight change to isocenter in boost plan. When customer approved boost plan, the actual planned ssd boxes were checked and differences were not noticed. The plan was sent to treatment console with ssd from original plan. Patient was set up with incorrect ssds. According to customer, the isocenter difference was small and plan design was such that planned dose to patient was not compromised even though patient was treated at shifted isocenter. No patient injury reported, and no patient data provided.

Manufacturer narrative:
The investigation revealed that when a plan revision is created and the ssd (source surface distance) is changed, and the revised plan is approved via rt chart, the actual ssd vs. Planned ssd is not displayed to the user during approval, nor is the in-room display ssd updated with the new planned ssd. The in-room display is then used for patient treatment set-up at different distance than calculated. This scenario could result in a treatment overdose or under dose, dependent upon the planned vs. Treated distance. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated.